Manufacturer narrative:
This is a supplemental report to provide additional information. The date when the device was returned was corrected as filled in d9. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. As a result of the investigation of the device, foreign material was adhering to the tip and a large number of scratches were confirmed inside the instrument channel. Therefore it was considered that cleaning in the pipeline was not enough. Investigation findings were as follows. * there was a foreign material like blood attached to the tip. It was not possible to determine whether it was blood or not. It was not possible to wipe off the foreign material. * it was confirmed that the ultrasonic transducer part was loose. * other functional abnormalities were not confirmed. * when the inside of the instrument channel was observed, no trace of blood adhering could be confirmed. * since when the device was arrived at shirakawa factory, it was washed and sterilized before being investigated. So it cannot be ruled out that foreign material in the pipeline might have been removed at the factory. * a large number of scratches were confirmed in the channel. It was not leaking. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, a large amount of blood came out from the forceps channel at the tip when trying to perform an alcohol flush after washing. At the facility, the device had been reprocessed with endocleanse and manual alcohol flush, after bedside cleaning and brushing with bw-412t. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that blood was not inside the forceps channel, but there was a foreign material like blood on the distal end. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.